Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The pt presented for treatment due to angina pectoris. The 75% stenosed lesion of the non-calcified, moderately tortuous proximal and mid lad (left anterior descending) was treated with predilation using a 3.0mm quantum maverick balloon. The 3.5x16mm taxus liberte stent delivery system was advanced to the lesion, but was unable to cross the lesion. The lesion was again dilated with the 3.0mm quantum maverick balloon and another attempt was made to cross with the 3.5x16mm taxus liberte stent delivery system. The device was removed from the pt and a stent strut was found to be lifted. The procedure was completed with a 3.5x16mm liberte bare metal stent with no pt complications. The pt was reported to be good post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).